Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. It was further reported that the icm was unable to get telemetry. The device remains in use. No patient complications have been reported as a result of this event.